Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2010, 4194 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) coil and the superior vena cava (svc) coil on the right ventricular lead had high impedance. The lead has had varying impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.